Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of other chronic pain. It was reported that the lack of coverage was resolved by replacing the unit and leads.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2008, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic pain. It was reported that the patient had a loss of therapy and had fallen since having the device implanted. The patient is having an MRI for her breast that isn't related to the device therapy. The patient mentioned that they had lost coverage in their left leg in 2013 and their device was not holding to charge very long.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.